Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. An x-ray was performed and confirmed an rv coil conductor break. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.